Manufacturer narrative:
The returned valve was patent; however there was a large tear in the top of the reservoir dome. Therefore all other testing was precluded. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the valve was returned at pl= 0.5. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Proteinaceous debris was noted within the interior and exterior of the valve. Approximately 92 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to post traumatic hydrocephalus. According to the report the pressure level setting are inadvertently changing. It was reported the pressure level was set to 0.5 in the morning and then changed to 1.5 in the evening. The report stated the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient and the patient has better neurological improvement and improving gradually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.